Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a sling procedure on (B)(6) 2014. The patient reported they suffered terrible symptoms from the day they left hospital. The patient reported back pain, leg pain, knee pain, fatigue, pains in the uterus, pains in the groin especially the left side and severe bladder pain. The patient reported they went from being a fit lady who worked out, ran, went horse riding to someone who could not even walk up the stairs or look after her children. The patient reported that they later discovered that the body was desperately trying to reject the device and the toxins from the device were making the patient feel so poorly. The patient underwent device removal in (B)(6) 2017. The patient reported they still have bladder pains and body pains and leaky bladder and has fear of having anything else done. Additional information has been requested.